Event description:
It was reported that when surgeon was using the pin adaptor, the pin broke off inside the adaptor. A replacement sterile adaptor was used to complete the procedure without delay. No patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding pin seizure resulting in pin fracture during use of a triathlon headless pin driver was reported. The event was confirmed. Method & results: visual inspection confirmed the event. The pin in use at the time of failure had a square shank. It broke in torsional overload. Material analysis was performed and concluded no material or manufacturing defects were observed on the surfaces examined. Not performed because as no medical intervention nor adverse consequences were reported. Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicates there have been no reported events for the lot or sterile lot referenced. Conclusion: visual inspection confirmed the event. Material analysis was performed and concluded no material or manufacturing defects were observed on the surfaces examined. No further investigation for this event is possible at this time as all pieces of the mating pin were not returned nor was the pin properly identified. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that when surgeon was using the pin adaptor, the pin broke off inside the adaptor. A replacement sterile adaptor was used to complete the procedure without delay. No patient harm.